Manufacturer narrative:
Device evaluation: the tubing pack was returned to evaluation. A visual evaluation was performed. The visual assessment observed holes on the tyvek lid. The hole like tear was observed on the tyvek lid. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the tubing pack lot# 60103290. All devices met material, assembly and performance specifications at the time of product released. Preliminary investigations: although, there is no indication that the reported problem is related to the manufacturing process, preliminary investigations have the determined the packaging is compromised. At this time, there is an investigation in process. If required, corrective actions will be determine/implemented once the investigations are completed. Upon completion of the investigation, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center reported observing holes worn into the tyvek lid of a compact intutiv pack disposable tubing set model opo80. The surgery center had concerns the packaging had been comprised and the tubing pack was no longer sterile. A visual inspection confirmed the holes on the tyvek lid.

Manufacturer narrative:
The failure mode of ¿pinhole in the packaging¿ was not replicated through mechanical stress inflicted by simulated standard shipping and handling conditions, however, was able to be replicated when a single opo80 tubing pack was dropped from a height of 48 inches. A potential contributor for the ¿pinhole in the package¿ may be related to the opo80 tubing pack being able to move within the tyvek packaging and during its inappropriately handling by the user such as unintentional dropping of the tubing pack tray on the floor. Device labeling does contain instructions to not use the device if the package is damaged. As a proactive and precautionary measure, the current packaging will be reconfigured (and validated) to increase its durability. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.